Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, bone/tissue destruction, metal poisoning, loss of range of motion, and metallosis. The head and taper were removed and replaced with a biomet head and liner. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicate patient underwent total right hip arthroplasty on (B)(6) 2008 and a right hip revision on (B)(6) 2012. The revision operative report dated (B)(6) 2012 indicates inflammation and fluid were present. No evidence of component loosening was noted. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-02150 / 02151).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2012, due to patient allegations of pain, swelling, inflammation, bone/tissue destruction, metal poisoning, loss of range of motion, and metallosis. The head and taper were removed and replaced with a biomet head and liner. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.